Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: damaged stent remains in patient anatomy. Device issue: stent dislodgement/mangled stent. It was reported that the case involved an ami patient. The lesion was pre-dilated with another company's 2.0 x 15 mm balloon catheter. Then, a 3.0 x 28 mm vision stent was implanted in the mid rca and post-dilatation was done using a nc mercury balloon catheter. Then, as there was another lesion present in the mid distal rca where thrombosis was observed, the mini vision stent delivery system (sds) was advanced over another company's guide wire towards the mid distal rca; however, it got caught either at the edge of the vision stent or the calcification immediately proximal to the deployed vision stent. Thus, tapping was performed to advance the sds, but in vain. Then, when the sds was pulled back, the stent dislodged and only the sds was removed. No resistance was met when withdrawing the sds. The lesion was examined on angiography and the proximal part of the dislodged stent was confirmed to be slightly flared. Attempts were made to collect the dislodged stent using a snare device. The gooseneck snare was advanced over the other company's guide wire but was unable to reach the stent. Thus, a microcatheter was advanced over the guide wire and the guide wire was removed. Then, with the microcatheter remaining in the lesion, the gooseneck snare was advanced towards the stent, inside the microcatheter. The whisper ms guide wire was advanced through the outer diameter of the stent and vessel wall, past the distal edge of the dislodged stent. The tip of the whisper ms guide wire was bound with the loop of the snare device. Then the gooseneck snare and the whisper ms guide wire were pulled to retrieve the stent. However, during the attempts to remove the stent implant, the stent implant became severely damaged and completely mangled, leaving the whisper ms guide wire, the snare device and the stent implant stuck with each other. The mangled stent, the whisper ms guide wire, and the gooseneck snare remained in the vessel and another company's floppy guide wire was advanced past the mangled stent. A 2.0 mm balloon catheter was advanced over the floppy guide wire and the lesion was dilated to improve the blood flow, next, a 3.0 mm balloon catheter was advanced but it did not go past the stent. Poba was aborted as blood flow improved. A final attempt was made to collect the stent, the whisper ms guide wire and the snare device. The guiding catheter was deeply engaged close to the stent, then the whisper ms guide wire and the gooseneck snare device were pulled into the guiding catheter with force, when the guide wire and the gooseneck snare device detached. The stent, the loop of the snare device, and the tip of the whisper ms (2-3 cm in length) remained in the vessel. An intra-aortic balloon pump (iabp) was inserted into the vessel and the patient was sent to ccu. Nor surgery was planned as of dec 3rd. Reportedly, the patient would be in the ccu anyway, even if the event had not occurred as the patient was not in a stable condition before the pci. No additional event or patient information is available.

Manufacturer narrative:
Results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclcusions will be forwarded upon investigation competion. Evaluation summary - quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was not returned. There were crimp marks on the balloon and between the markers. The balloon was tightly folded. There was a kink in the shaft, 7 cm distal to the guide wire exit notch. There were no kinks or damage to the tip. The guide wire used in the procedure was not returned. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. The tip seal length was 1 mm. Pin gauges were used to measure the inner diameter of the tip past the proximal seal and the guide wire exit notch. This met manufacturing criteria. A new guide wire was used to backload through the returned catheter and there was no resistance noted. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.